Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported malposition and wall apposition could not be determined. The reported difficulty to remove the guide wire due to interaction with the herculink stent and subsequent treatments appear to be related operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a left renal artery that is 95% stenosed. During deployment of a 7.0x15mm herculink elite ballon-expandable stent (bes), the stent successfully deployed at 14 atmospheres, but missed the target lesion and was not fully apposed to the vessel wall. A second 6.0x12mm herculink stent was deployed at 14 atmospheres and successfully implanted at the target lesion. The 6.0x12 herculink balloon was completely deflated and during removal of the stent delivery system, the 7.0x15mm herculink bes was moved to the distal renal artery due to movement of an unspecified guide wire. A 7x40mm jade balloon was used to post dilate the 6x12mm bes. The same 7x40mm jade balloon was used to embed the 7.0x15mm herculink bes into the distal renal artery. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.